Event description:
It was reported that 5 the bd nano¿ 2nd gen pen needles would not attach. The following information was provided by the initial reporter: consumer reported non patient end will not attach prior to injection. Stated, when he is trying to attach pen needle to insulin pen, the non-patient end will keep turning and not stay on 5 pen needles affected.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023 h6: investigation summary customer returned 5 unopened 32g 4mm pro pen needles loose from lot# 2186587, 12 open 32g 4mm pro pen needles loose and 73 unopened 32g 4mm pro pen needles inside an open packaging box from lot# 2186587. It was reported that non patient end will not attach prior to injection. All the needles were visually inspected and observed no issues. 30 pen needles were attached and detached using pen injector and observed no defects with attach/detach. Hence, alleged issue could not be confirmed based on the samples return for the investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated failure. The root cause cannot be determined as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 the bd nano¿ 2nd gen pen needles would not attach. The following information was provided by the initial reporter: consumer reported non patient end will not attach prior to injection. Stated, when he is trying to attach pen needle to insulin pen, the non-patient end will keep turning and not stay on 5 pen needles affected.